Manufacturer narrative:
Pump received with stripped battery cap coin slot(p). However, pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind due to motor error alarms.

Event description:
The customer reported via phone call that they were unable to remove battery cap. Customer's blood glucose level was 212 mg/dl. Customer reported damaged at battery cap location. The insulin pump will be returned for analysis.